Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument broke. A fragment broke off and fell inside the patient. The fragment was retrieved during the same procedure. The prograsp forceps instrument had to be removed with the trocar. The procedure was completed robotically.